Event description:
The geometry computer does not always start. This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. It was reported that the geometry computer does not always start. Based on the available information, this issue has been determined to be reportable. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and coronary examination got delayed. A philips field service engineer (fse) inspected the system onsite and confirmed that geometry movements were not available because of the issue in geo ipc. The engineer replaced the geo ipc and its cable and reinstalled the software. After replacing geo ipc, geo ipc cable, and reinstalling software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and health impact codes were corrected.